Manufacturer narrative:
Technician performed the mod to repair the brake detent and adjusted all brake casters to resolve the issue.

Event description:
Account alleged that the brake detent has failed. The brakes would lock but casters would still roll. No report of injury.